Manufacturer narrative:
Event date is approximate, the month and year are valid . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last week the patient was at work and it was pouring rain and the patient was running out to their car. It felt like there was vibrating up by the stimulator not down where it was supposed to be. When the patient got back in the car they felt the vibration at the stimulator. They said that they didn't know if a wire was loose. Patient services asked if the patient had any falls or accidents before this occurred and the patient said no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.